Event description:
The facility representative reported to baxter an all-in-one empty container that had a speck inside the bag. This condition was observed before use. There was no patient involved; therefore, there was no patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The root cause of this condition was determined to be a materials issue relating to the manufacturing process of the sheeting used for the bag. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: a sample was available for evaluation. A visual inspection revealed a black spot outside the bag, confirming the reported condition. The root cause of this condition is not yet identified.